Event description:
Reporter indicated that a vns pt was explanted for infection. The explant date is unk. Attempts to the original implanting surgeon are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.